Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they experienced low blood glucose of 48 mg/dl and went to the emergency room for a few hours. Customer does not recall any significant events leading to the error, but indicated that she passed out in the shower. Customer also indicated that she was disconnected from the pump for an extended period of time, but did not state the period of time or for how long. No further information was provided.